Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the liner was not assembled steadily. Subsequently, the surgeon removed the liner but was unable to reinsert it into the acetabular cup. As a result, a new liner was utilized to complete the procedure.